Manufacturer narrative:
The lens remains implanted with no plans to explant. Halos and glare are a known and labeled possible side effect of multifocal lens implants. The iol met all manufacturing specifications prior to release.

Event description:
Email received from a patient reporting halos and glare postop implant of his multifocal intraocular lens. He has no plans to have lens replaced.